Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a grommet issue, foreign material on set screw, a loose/detached set screw, an issue with the set screw, a set screw with a rounded socket, and a damaged set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): lnq11 icm: implant date: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was failing to capture at patient¿s follow up clinic appointment. It was confirmed by x-ray that the lead was dislodged. A set screw problem was also noted. The lead was explanted and the device and lead were replaced. No patient complications have been reported as a result of this event.